Event description:
It is reported that the pt is alleging harm caused by the device, however, the nature of the harm is unk at this time.

Manufacturer narrative:
This report will be amended when our investigation is complete.